Manufacturer narrative:
Device not returned. This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. On 25 oct 2010, we received a response from the health care provider. The response lists the reason for explant of the device was due to stenosis and calcification. It was indicated that the operative report is not yet ready for release. The response also states that the device is not available for return. No other information was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, we have no additional information to confirm the event.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 11 years (132.67 months) due to calcification and stenosis.